Manufacturer narrative:
The subject device has not returned to omsc but was returned to olympus service operation repair center (sorc) for evaluation. Sorc checked the subject device and duplicated the reported phenomenon. It was found that the camera cable was damaged, and its camera cable and the ccd got the water ingress. Omsc could not review the manufacturing history (DHR) of the subject device because it was manufactured over 15 years ago. Based on the report of sorc, omsc surmised there was the possibility this phenomenon was attributed to the communication failure between the subject device and video processor due to destroying of the electronic circuit with water ingress from the camera cable damage part of the subject device. The camera cable damage might have occurred by reprocessing or storing the subject device together with tweezers, forceps, scalpel, etc. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the image of the subject device had noise at the unspecified timing. The occurrence date of the event is unknown. There was no patient injury associated with this report.